Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user underfilled the cartridge during the load sequence. Customer added insulin and reloaded the existing cartridge to resolve the issue. Customer¿s blood glucose level was 400 mg/dl.